Event description:
It was reported that patient's blood flow diminished; and catheter removal difficulties, shaft break, and surgical intervention occurred. The target lesion was located in the middle of left anterior descending (lad) artery. During intervention through a previously placed stent in the left main, a 38 x 2.75 promus elite mr drug-eluting stent was advanced for treatment. However, the device was unable to be advanced to the mid lad lesion. Consequently, the flow to the left coronary system was diminished and the stent was deployed emergently. Following deflation of the balloon, the stent delivery system had trouble being removed and was partially broken off upon retrieval. Snaring was used to retrieve the remaining fragments, but the snare system was trapped in the left coronary system. The devices were left intact , the catheters were removed and the patient was transported to a higher care facility for open-heart surgery and bypass. No further patient complications were reported, and the patient was stable.

Manufacturer narrative:
B2 - outcomes attrib to adv event: removed other serious (important medical events). B5 - describe event or problem: updated to include new relevant information. Updated the following fields in the suspect medical device tab as a lot number was obtained. D4 - model number: 10677 to unk d4 - lot number: updated to 0028898999 d4 - catalog number: 10677 to unk d4 - expiration date: unk to 08/09/2023 h6 - patient codes: update to no clinical signs, symptoms or conditions.

Event description:
It was reported that patient's blood flow diminished; and catheter removal difficulties, shaft break, and surgical intervention occurred. The target lesion was located in the middle of left anterior descending (lad) artery. During intervention through a previously placed stent in the left main, a 38 x 2.75 promus elite mr drug-eluting stent was advanced for treatment. However, the device was unable to be advanced to the mid lad lesion. Consequently, the flow to the left coronary system was diminished and the stent was deployed emergently. Following deflation of the balloon, the stent delivery system had trouble being removed and was partially broken off upon retrieval. Snaring was used to retrieve the remaining fragments, but the snare system was trapped in the left coronary system. The devices were left intact, the catheters were removed and the patient was transported to a higher care facility for open-heart surgery and bypass. No further patient complications were reported, and the patient was stable. It was further reported that a 2.50 x 32 mm promus elite drug-eluting stent, not a 38 x 2.75 promus elite mr drug-eluting stent as previously reported, was advanced for treatment. During withdrawal of the stent delivery system, the balloon got caught on the stent and pulled it back. No flow was diminished. The snare system was removed surgically.